Manufacturer narrative:
Suspect medical device: brand name from anti-hbc to architect core; and common device name from architect core to anti-hbc. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Potential false non-reactive results for one patient sample when using architect core reagent, list number 6l22-25, lot number 74196li00 compared to reactive core-m results. A review of tickets determined that there is normal complaint activity for lot number 74196li00 and no trends were identified for the complaint issue. Sensitivity testing was performed with a retained kit of lot 74196li00 by testing two commercially available seroconversion panels (biomex scp-hbv-001 and 004). The lot detected the same bleeds of the seroconversion panels as reactive with comparable s/co values. Manufacturing documentation of lot 74196li00 has been reviewed and no contributing factors to the complaint could be identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect core reagent, list number 6l22-25, lot number 74196li00.

Manufacturer narrative:
Suspect medical device; lot# from unknown to 74196li00. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer is requesting an explanation for why the architect total anti-hbcore is nonreactive on a patient, but the architect anti-hbcore igm is reactive. The results provided were: anti-hbcore-m =1.62s/co (>/=1.21s/co = reactive); ausab = >1000. There was no reported impact to patient management. There was no additional patient information provided.